Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B3 date of event ¿ additional information. B5: describe event or problem ¿ additional information. G6 type of report ¿ additional information. H2: additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.